Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4331967. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.

Event description:
It was reported that while a physician was using a bd durasafe combined anesthesia kit for an epidural block, blood returned into the catheter necessitating the removal and replacement of the catheter. As the catheter was being removed, it broke off and approximately 11 cm remained in the patient. The epidural block was then placed in a different lumbar space without any complications. Tomography was performed and the broken catheter was visualized in the patient's lumbar area in the epidural zone. The broken catheter was nor retrieved from the patient and it was reported that the patient has not had any complications.